Event description:
It was reported that a user of the ilet system with a dexcom g7 experienced hypoglycemia that led to an emergency room visit. The hospital noted that the sensor displayed values significantly higher than venous or point-of-care glucose, and the ilet reflected the same readings as the dexcom app, suggesting inaccurate cgm data and consequent improper automated dosing. Symptoms: lightheadedness and confusion. Outcomes: treatment in the emergency department with a manual insulin dose documented by the facility, subsequent recovery, and resumption of ilet use with a new sensor. Investigation: troubleshooting education provided to compare ilet and cgm values and verify system functionality acknowledged that the ilet is not indicated for inpatient use. Findings indicated cgm inaccuracy consistent with a faulty sensor preceding the event, with improved concordance after sensor replacement. It was concluded that hypoglycemia occurred with cause unclear, with contributing cgm sensor inaccuracy leading to inappropriate insulin delivery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.